Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of manufacture is not available. During pre-repair assessment performed by a technician, functional testing was performed and revealed that the motor was old and had been repaired many times, causing performance to be impaired. This was attributed to normal wear. The device was repaired and returned to the customer.

Event description:
Customer reported weird noises. This is report 1 of 1 for complaint #(B)(4).